Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the savvy long pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the savvy long pta dilatation catheter products are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product / lot number combination. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The result of the investigation is unconfirmed for the reported balloon rupture issue. The balloon was inflated to 4atm with air, then to 6atm with water and finally inflated to the rbp of 15atm with water and successfully maintained pressure for all. There was no evidence of a balloon rupture. The root cause for the reported balloon rupture issue could not be determined based upon the available information received from the field communications and sample evaluation. Labeling review: the instruction for use for the bantam pta balloon catheter was reviewed and contains the following information relevant to the reported event: balloon characteristics individual compliance charts are provided on the package label of each product. Please note that balloon diameters may vary within manufacturing tolerances. All inflations should be viewed under fluoroscopy. The bantam balloons reach their nominal diameter at 6 atm (608 kpa). Please check the package label for the rated burst pressure. It is important that the balloon not be inflated beyond the rated burst pressure. Pressures in excess of rated burst pressure may cause the balloon to burst. Warnings: use a 20 ml or larger syringe for inflation. Directions for use: insertion and inflation. Note: do not advance the guidewire, balloon dilation catheter, or any component if resistance is met, without first determining the cause and taking remedial action. Note: do not inflate the balloon or advance the catheter unless the guidewire is in place. Make sure that the protective sheath has been removed from the dilation catheter balloon. Enter the vessel percutaneously using the standard seldinger technique over the appropriate guidewire for the size catheter being used. Advance the catheter across the lesion with fluoroscopic guidance using accepted percutaneous transluminal angioplasty technique and inflate the balloon to the appropriate pressure. Note: do not exceed the rated burst pressure. H10: d4 (expiry date: 01/2024), g3. H1: h6(method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an angioplasty procedure for the treatment of lower extremity arterial occlusion through left popliteal artery, the pta balloon allegedly ruptured. The device was removed and replaced to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the savvy long pta dilatation catheter products that are cleared in the us. The pro code and 510 k number for the savvy long pta dilatation catheter products are identified in common device name and PMA/510k. (Expiry date: 01/2024). Device pending return.

Event description:
It was reported that during an angioplasty procedure for the treatment of lower extremity arterial occlusion through left popliteal artery, the pta balloon allegedly ruptured. The device was removed and replaced to complete the procedure. There was no reported patient injury.